Manufacturer narrative:
. E3: occupation: nursing professional development specialist I. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath (lhc), the tr band rapidly lost air after application with some bleeding. A second tr band was placed right away.